Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the data and suggested reprogramming options. Device currently remains in service. No additional adverse patient effects were reported.